Event description:
It was reported that the device is not recognizing the syringe. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Bottom case was found cracked by the left bottom corner. Invalid syringe size alarm found in pump event history log. Flow test was able to duplicate the reported problem. The root cause of the reported issue was not found. Actions were taken to mitigate the reported issue: replaced size pot and bottom case.